Event description:
This device case, the second of two cases reported by a diabetes nurse, concerns a pt who experienced diabetic ketoacidosis (dka) twice. The pt was using a pen injection device (humapen ergo) to deliver isophane insulin (humulin I) for the treatment of type ii diabetes mellitus. The pt was not taking any concomittant medication. While taking isophane insulin (14/12/14/24 units) the pt experienced dka on two different occasions and was hospitalized on event date. The reporter stated the pt was winding the dose knob on the pen backwards, despite repeated education on the correct use of the pen. The reporter felt this is a problem with the way the pen has been designed because the pts do not always follow instructions. Action with isophane insulin is unknown. The pt has fully recovered. The reporter did not consider the event to be related to isophane insulin. The reporter considered the dka to possibly be related to the pen injection device design and user error. The pen will be returned. Update 21-sep-2001: quality assurance (qa) report received from qa. No pen returned. Update 24-sep-2001: preliminary report received from product delivery systems.